Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a mildly calcified and moderately tortuous lesion in the left circumflex artery (lcx). A 38mm x 2.5mm promus element stent was successfully implanted in the distal lcx. A 16mm x 3.0mm promus element stent was then successfully implanted in the proximal lcx. After performing a post dilatation, a distal edge dissection was noted in the distal part of the stent that was deployed in the proximal lcx. To cover the edge dissection, a 16mm x 2.75mm promus element stent was deployed distal to the first stent, overlapping it and covered the edge dissection. The procedure was successfully completed and the patient was reported to be stable.